Event description:
Spontaneous distal fracture of telegraph nail at hole oval level. The patient consulted for spontaneous pain on (B)(6) 2024 and the x-ray performed in another establishment revealed a nail fracture. The patient did not report any trauma, and the operative report did not mention any information about a metal fracture.

Event description:
Spontaneous distal fracture of telegraph nail at hole oval level. The patient consulted for spontaneous pain on (B)(6) 2024 and the x-ray performed in another establishment revealed a nail fracture. The patient did not report any trauma, and the operative report did not mention any information about a metal fracture.